Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The caller had issues with overfilling the cartridge, which technical support addressed by instructing them not to overfill it and ensuring the correct amount of insulin was used. Technical support guided the caller through filling and loading a new cartridge on the pump, successfully resolving the issue.